Event description:
It was reported to philips that the heartstart xl defibrillator was not delivering the correct energy during a preventative maintenance. There was no pt involvement.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4): a f/u report will be submitted once the investigation is complete.